Manufacturer narrative:
Requested information has not been received (no further information has been received) despite several requests. This complaint will be closed due to lack of information. The complaint will be re-opened if requested information or any new relevant information is received. A supplemental medwatch will be submitted after new information has been received.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
Note- corrected the name and address in section of this report. The initial had incorrect information noted.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the error message "arterial stop" was displayed during the procedure. The device was not changed and the pump never stopped. However the "arterial stop" error message continued until the case was over. No patient harm was reported. (B)(4).